Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 240 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred and resumed insulin delivery. Customer changed supplies to address the issue. Customer's blood glucose was 410 mg/dl.